Event description:
It was reported to boston scientific corporation that during a procedure to place a polaris loop ureteral stent using ureteroscopy, the physician experienced resistance while attempting to advance the stent inside the patient with the positioner. The physician then used fluoroscopy, and determined that the stent was buckling and there was a slit on the proximal end of the stent. Reportedly, the physician had removed the suture, and kept the stent wet during the procedure. The patient did not have a difficult anatomy, and no deficiencies were noted with the sensor guidewire.

Manufacturer narrative:
Analysis of the returned polaris loop ureteral stent revealed that the distal tip was torn approximately 2mm from the end, and it was also flattened/kinked. A .038 guidewire passed freely through the stent. A piece of the suture was present with the return and attached to the proximal loops. It is possible that the suture tore the end of the stent or some sharp object cut the stent during the procedure, but this could not be determined. Operational context contributed to this event. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Event description:
It was reported to boston scientific corporation that during a procedure to place a polaris loop ureteral stent using ureteroscopy, the physician experienced resistance while attempting to advance the stent inside the patient with the positioner. The physician then used fluoroscopy, and determined that the stent was buckling and there was a slit on the proximal end of the stent. Reportedly, the physician had removed the suture, and kept the stent wet during the procedure. The patient did not have a difficult anatomy, and no deficiencies were noted with the sensor guidewire. The procedure was completed with another polaris loop ureteral stent, with no complications to the patient, who was reportedly "fine" at the conclusion of the procedure.